Manufacturer narrative:
H2: additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient experienced a decrease in motors from interoperative neuromonitoring. Additional information was not provided.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the complaint was not confirmed. The system performed as intended. Codes b01, c19, and d14 are applicable. H6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: k it1378-06, software version: 5.1.2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while drilling with a powered drill, it was realized the navigation was off. As a result, surgery was aborted and the patient was sent for magnetic resonance imaging (MRI).  Additional information was not provided.

Manufacturer narrative:
H3, h6: the logs were returned for clinical analysis. The issue could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.